Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing on the right ventricular (rv) lead which led to pacing inhibition. No asystole was noted. In addition, fluoroscopy was performed and no damage was noted on the lead. At this time, the rv lead was surgically abandoned, but the pacemaker remains in service. No additional adverse patient effects were reported.